Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the jet tube having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. The legal manufacture was not able to review the cleaning disinfection and sterilization (cds) processes; however, based on the results of the investigation, the foreign material may have been unremoved because the device was not reprocessed properly due to deformation of switch 1, water tightness is lost. The event can be detected/prevented by following the instructions for use: detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measure in cf-hq1100dl/I am reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.